Manufacturer narrative:
Discrepant results (accuracy comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 06/06/06, pt#1 inratio=1.1, lab=2.3, mean=1.7, confidence limits=1.2-2.3, date: 06/06/06, pt#2 inratio=1.2, lab=1.1, mean=1.15, confidence limits=1.0-1.5, date: 06/06/06, pt#3 inratio=1.8, lab=1.6, mean=1.7, confidence limits=1.2-2.3 per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The test results of pt#1 were outside the confidence limits. Products will be investigated. Per pr 0103, retained strips were tested using therapeutic blood from two donors. The test result are as follows: lot 060056; pt 1 = 2.8, mla inr = 2.7, difference -0.1, result = pass. Lot 060056 pt1 = 2.8, mla inr = 2.7, difference -0.1, result = pass. Lot 060056 pt1 = 2.9, mla inr = 2.7, difference -0.2, result = pass. Lot 060056 pt2 = 2.5, mla inr = 2.6, difference -0.1, result = pass. Lot 060056 pt2 = 3.0, mla inr = 2.6, difference -0.4, result = pass. Lot 060056 pt2 = 2.6, mla inr = 2.6, difference 0 result = pass. Based on the above test results, per pr 0103, retained strips lot 060056 meets the criteria for strip accuracy.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was fileed: date: 06/06/06, pt#1, inratio=1.1, lab=2.3, date: 06/06/06, pt#2, inratio=1.2, lab=1.1, date: 06/06/06, pt#3, inratio=1.8, lab=1.6